Manufacturer narrative:
Pending investigation: d10: 3661627 188-00-10 - wedge plasma s/o sz 10. 4175517 170-36-07 - biolox delta femoral head 36mm od, +7mm. 4358838 180-65-30 - alteon 6.5mm screw, 30mm. 4376411 186-01-54 - integrip cc, cluster 54mm, g2. 4418333 101-45-30 - 4.5mm drill bit 30mm. H7: z-2118-2021.

Event description:
As reported, the patient had an initial right tha by a different surgeon on (B)(6) 2016. The patient presented to the surgeon's office with info on recalled poly. Upon examination the patient was scheduled for a revision tha possible poly swap. The patient was revised on (B)(6) 2023 and the poly liner and femoral head were exchanged. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h6. MDR section codes updated/corrected: b, c, d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, osteolysis, loosening, infection, fracture, instability/dislocation, leg length discrepancy, and/or patient related factors. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.